Event description:
It was reported that the patient called to report" one of the leads is not working at all, the one that strengthens heart". The patient called back again to report "my left heart lead has stopped working. I am needing to have it fixed. The doctor told me it was a temporary lead." Follow up confirmed the left ventricular (lv) lead was turned off due to no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 implantable tachy lead implanted: (B)(6) 2010, d314trg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013-. (B)(4).